Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: 1999-(B)(6), product type catheter. (B)(4).

Event description:
The hcp reported they were not able to get the patient¿s pain under control. They had increased the patient¿s pump 3 times in the last couple of weeks. There were no reported withdrawal symptoms. The reporter stated they had an image of the pump/catheter connection and the hcp was questioning whether the image appeared to show the connector was not connected to the pump. The hcp was ordering a dye study but it had not been scheduled yet. The drug, patient outcome and interventions were not reported. Further follow-up was being conducted to obtain the information. If additional information is received, a follow-up report will be sent.